Manufacturer narrative:
The reported event of a "balloon-like" deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a 25 mm amplatzer cribriform occluder was chosen for procedure. During procedure and after the first attempt at deployment, the left atrial disc did not unfold correctly. The device stayed in a balloon-like shape. The device was recaptured and exchanged for a new 25 amplatzer cribriform occluder which was successfully placed. The patient remained stable throughout the procedure and a remained stable post op. The patient has been discharged. No additional information has been provided.